Event description:
It was reported patient experienced a slight drainage from incision and redness following an ipg replacement. Patient was started on antibiotics and is currently getting better.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.